Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer¿s pump is ¿broken¿ and ¿stopped working.¿ the customer has been using manual dose insulin for their insulin therapy. A replacement pump was sent to the customer.